Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01456 / 01457).

Event description:
It was reported that the patient underwent a total hip arthroplasty on an unknown side on (B)(6) 2000. Subsequently, the patient was revised on (B)(6) 2011 due to unknown reasons. The patient was further revised on (B)(6) 2016 due to a fractured liner.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Root cause of the event was most likely attributed to wear coupled with a few occurences of impingement at high loads; however, a conclusive root cause of the event could not be determined. Additional events for this patient reported on medwatch numbers 1825034-2016-01457 & 02035.

Event description:
It was reported that patient underwent a hip revision procedure approximately five (5) years post-implantation due to a fractured liner.